Event description:
In this event it was reported that a pt developed "burns" in their mouth and "red scaly patches" on their neck, arms and stomach a day after commencing use of an appliance fashioned using essix c+ plastic material; the pt went to the hospital and was treated with steroids as a result. The symptoms resolved 72 hours after use was discontinued. Latex gloves were used by the dental professional in this event.

Manufacturer narrative:
While it is unk if the plastic used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device is available for eval, though results are not available as of this report.